Event description:
Siderails would not latch on this stretcher.

Manufacturer narrative:
Upon complaint review, it was determined that it is a reportable event for siderail not latching. The technician replaced various siderail hardware in order to resolve the problem.